Event description:
It was reported that the panel holder broke. The panel holder holds the user interface onto the ventilator system. There was no pt involvement. (B)(4).

Manufacturer narrative:
More info surrounding the event have been sought. A supplemental MDR report will be sent when the investigation is finished. (B)(4).